Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent and leaking was observed.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the exposed portion of the soft cannula were observed. No abnormalities were found in the pod data that would indicate a bent or kinked cannula. No problem was found. A leak test was performed and no leakages were observed. No problem was found. An 0x6a alarm code was observed in the pod data, indicating an occlusion during runtime due to the threshold being exceeded (not at the end of a bolus). The cause of the occlusion alarm cannot be confirmed.